Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was inadvertantly deactivated with a magnet by a competitor sales representative.